Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had reached elective replacement indicator and abruptly went into the end of life margin. The clinician indicated that there were no recent episodes. The device was explanted and replaced. No further information is available.